Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex3405 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported microclave fell off the PICC, bleeding occurred. The event occurred at the right side of the body. Mild severity and related to the device (catheter), but unrelated to the procedure and unrelated to accessories (guidewire, stylet). Outcome: "recovered, no sequalae". Action taken: "emergency consultation, hb checked". No additional details were provided.